Manufacturer narrative:
The reported events of device in backup and high impedance were not confirmed. The device was received with no output and no telemetry. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found at normal levels. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, resulting in the reported event. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.

Manufacturer narrative:
The explant date was estimated to have occurred between 14 dec 2023 and 04 jan 2024. Further information was requested but not received.

Event description:
Additional information was received indicating the device was explanted and replaced to resolve the event. The patient was in stable condition.

Event description:
It was reported that during a remote follow up, right ventricular high pacing impedance was noted on the device. During a follow up in clinic, the device was found to be in backup vvi (bvvi) mode. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.